Manufacturer narrative:
Device evaluated by manufacturer: promus select ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break 23 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 8-nov 2022. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified ostial left circumflex artery. A 28 x 2.75 promus premier select drug-eluting stent was advanced to treat the lesion. However, during introduction, the shaft got kinked. The device was removed, and the procedure was completed with another of same device. There were no patient complications were reported. However, returned device analysis revealed a hypotube shaft break. It was further reported that tortuosity was severe and not moderate as previously reported. The shaft was difficult to advance in the artery and was broke.

Event description:
Reportable based on device analysis completed on 8-nov 2022. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified ostial left circumflex artery. A 28 x 2.75 promus premier select drug-eluting stent was advanced to treat the lesion. However, during introduction, the shaft got kinked. The device was removed, and the procedure was completed with another of same device. There were no patient complications were reported. However, returned device analysis revealed a hypotube shaft break.

Manufacturer narrative:
Device evaluated by manufacturer: promus select ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break 23 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.